Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced an insulin "occlusion alert" (code 35) while using a contact detach infusion set. The highest blood glucose (bg) recorded was 323 mg/dl. Investigation revealed the needle cover had not been removed, causing the needle to bend and leak. A new infusion set was inserted, and insulin delivery resumed. Blood glucose (bg) was corrected by replacing the infusion set and allowing the ilet to deliver corrective insulin. At follow-up on 04-sep-2025, blood glucose (bg) was 94 mg/dl and no further occlusion alerts were reported. No symptoms, outside assistance, or medical intervention were required.